Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02860. It was reported the patient does not use his scs system as it does not help with his pain. He stated he had been reprogrammed several times, but effective stimulation could not be achieved. He alleged during the implant procedure the physician had experienced difficulty placing the lead due to scar tissue. The sjm rep offered to meet with patient, but he was not interested at this time.